Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my tubes and ed evils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("broke out again"), back pain ("major back pain"), headache ("headaches"), myalgia ("muscle pain") and weight loss poor ("cant lose weight"). Essure was removed. At the time of the report, the medical device removal, urticaria, back pain, headache, myalgia and weight loss poor outcome was unknown. The reporter considered back pain, headache, medical device removal, myalgia, urticaria and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and ed evils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urticaria ("broke out again in hives"), back pain ("major back pain"), headache ("headaches"), myalgia ("muscle pain") and weight loss poor ("cant lose weight"). The patient was treated with surgery. Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, urticaria, back pain, headache, myalgia and weight loss poor outcome was unknown. The reporter considered back pain, headache, medical device removal, myalgia, urticaria and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.